Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusion), h11. The root cause was identified as large fluctuations in the internal device temperature, likely due to a faulty thermistor. To resolve the issue, the thermistor was replaced, and the work was carried out in accordance with the service manual. Following this corrective action, the system was verified to be functioning properly, with good results observed. The following investigation was performed by the technician of the maquet failure analysis and testing department (fat) wayne, nj. The failure analysis and testing dept. Received part number 0206-00-0734 with a reported unit failure of a system overheating issue. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Av.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during clinical use that cardiosave intra-aortic balloon pump (iabp) had system overheating. No harm and injury reported.